Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer complained about the meter not functioning. The customer's blood glucose was checked at the hospital and there was a 40 to 50 point difference between the meter and the hospital laboratory test. Blood glucose value is unknown. The customer changed the set and corrected but could not get her blood glucose level down. No troubleshooting was done since the educator did not have the device available at the time. It was advised to have the customer call back for assistance.